Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident has been changed from (B)(6) 2025 to (B)(6) 2025 as per new additional information and updated in section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer said he had dropped the pump from the couch to the floor and had slept on it. There was a crack on top near the battery. Customer said there was no damage to the retainer ring. Customer had high blood glucose treated by manual injection in the emergency room on (B)(6) 2025 at 11:30pm. Pump was removed at 11pm. Pump was used within 48 hours of the high.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that insulin pump was dropped and did not turn on. The customer reported blood glucose value of 299 mg/dl. The customer reported hyperglycemia was treated with manual injection in emergency room. The customer experienced symptoms as feeling sick/unwell during emergency room visit. The event involved products mmt-1780kpk, mmt-381a, mmt-332a. Troubleshooting was partially performed for hyperglycemia and later customer declined further. It was unknown whether the insulin pump system was used within 48 hours and whether the auto mode was active at the time of event. Troubleshooting was performed for blank display and found no damage to the battery cap and the display didn't returned after pump restart. Troubleshooting was performed for cosmetic damage and found that the damage was near battery. The damaged was affecting/impacting pump functionality. No further patient complications were reported. The customer will discontinue using the pump. Mmt-1780kpk was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-381a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.